Event description:
See section h, number 6 for the investigation codes updated.

Event description:
See section h, number 6 for investigation updates.

Event description:
The patient underwent lead revision surgery due to high impedance.